Event description:
It was reported that the maestro drill with handswitch was running on its own during the course of a procedure at the user facility. A backup device was used to successfully complete the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of the device running on its own was confirmed. The device had worn o-rings on the needle valve. Damage to the o-rings can cause the needle valve to leak. This will lead to loss of air flow regulation causing the device to run on its own.

Event description:
It was reported that the maestro drill with handswitch was running on its own during the course of a procedure at the user facility. A backup device was used to successfully complete the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.